Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The company representative reported via phone call that they have issues with the sensor. The needle broke in half while the customer was attempting to insert the sensor. It was stated that the needle is retracted into the needle hub. The customer is not sure whether the top of the hub is broken off or it came off the sensor. The sensor did not remain on the pedestal and came apart once it was separated. It was also stated that the sensor came off the body while they were on vacation. The customer was at a location where the temperature was higher than normal. The sensor will be replaced.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.